Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports upon inspecting a 60 ml monoject syringe prior to use, a pediatric pharmacy technician identified some orange/brown discoloration on the barrel of the syringe.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The manufacturing site has received two unpackaged samples for the evaluation. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. A streak of brownish colored inclusions embedded in the plastic was identified on one of the syringe samples and a small brownish colored inclusion was identified on the second syringe sample. The issue has an aql of (B)(4). The discolored residue embedded in the plastic part is most likely caused from a breakdown of the plastic material on the barrel screw of the injection molding machine, which became embedded in the molded syringe barrel during the molding process. The following control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. The manufacturing site maintains material verification processes. The raw materials must pass an inspection and certification review before release to the floor for production. The manufacture of all molded components is conducted within a validated process inside a controlled manufacturing area. Molding, printing, assembly, and packaging machine maintenance requirements are documented. Records of maintenance activities are maintained. Personnel are trained and certified in the operation of the molding, printing, assembly, and packaging equipment. Personnel are trained and certified in the process of product evaluation and documentation requirements. During manufacturing, process inspectors inspect product at periodic intervals to ensure it meets acceptable quality limits. Process inspectors are required to conduct visual and physical evaluations at prescribed intervals and cannot release product unless the required aql has been met per the specification. Procedures and standard work instructions exist for the set-up, operation, and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. All lots and shop orders are visually and physically inspected to the quality inspection standard and the statistical sampling must meet the acceptable quality limit requirements during the molding and assembly process. A lot cannot be released unless it passes specification requirements. Per plant procedure, complaint trends are evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. However, the confirmed reported condition will be communicated to production and quality personnel to heighten awareness.